Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and replaced the bsv (blood sampling valve) and bsv actuator valve to resolve this issue. Identification of failure modes: failure mode is related to a malfunctioning bsv and bsv actuator valve. Upon recur, the failure mode identified will likely cause erroneous yet credible results for all parameters due to segmentation error. Evaluation of labeling: coulter hmx hematology analyzer with autoloader operator's guide, (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
The customer reported a sample run on the coulter hmx hematology analyzer with autoloader in secondary mode, did not match for hemoglobin & hematocrit. When run in primary mode, the hemoglobin and hematocrit matched, and when compared to results obtained with another coulter hmx hematology analyzer, correlated and were reported out. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.